Event description:
It was reported the patient presented for implant procedure. During surgery, the helix on the leadless pacemaker appeared stretched. A different leadless pacemaker was used to complete the procedure. The patient was in stable condition.